Event description:
There was an allegation of a questionable calcium result from the cobas 8000 cobas c 502 module. The initial result was 6.5 mg/dl, and the repeat result was 10.4 mg/dl. The repeat result was deemed to be correct. The questionable result was repeated because it did not match the previous patient data, and it was not released outside of the lab.

Manufacturer narrative:
The calcium reagent lot number and expiration date were not provided. A field service engineer (fse) determined that there was a hole in the vacuum tubing. He replaced the rinse tubing and adjusted rinse levels. For verification, a 21-cup precision test was completed and passed. The investigation determined that the service action resolved the issue.